Event description:
Product liability from medical part (defective) basically a medical part that located in a right fracture eye orbit I had 2021 (B)(6) doing surgery, on (B)(6) 2025, I was laying in my bed talking on the phone, when I heard and felt a very loud pop like something broke close to my right eye. Around (B)(6) 2026, I notice my bottom eye was getting very big and something was sticking out close to my eye. I went to my primary doctor (B)(6) 2026 and (B)(6) 2026, I went to baptist east emergency room for cat scan when I found out the medical part broke or screws came out. I had surgery on (B)(6) 2026 at (B)(6) to get the screws and part out. Vision from the part is definitely blurry and cause extreme headaches the whole month. This is definitely unnecessary high medical bills that fall under the product use, time off work, etc. This is the company and part used. (Kls martin group) 1.5mm plates specifically within the levelone fixation system, is kls martin and screws. Based out of jacksonville, florida, I suffer massive headaches, trauma and swelling to eye and 40 to 50% vision permanent vision loss that I can¿t read or see nothing feet away from my right eye.